Manufacturer narrative:
Included adverse event problem codes.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised on (B)(6) 2018 due to prosthetic joint infection with nonunion of periprosthetic femur fracture. Femoral and tibial components, patella replaced with non-mpo implants by different surgeon. (Right knee).